Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The reported patient effect of perforation is listed in the instructions for use guide wire hi-torque guide wires, ce/FDA as a known patient effect of the procedure. There was no damage noted to the guide wire during the inspection prior to use. The investigation was unable to determine a conclusive cause for the core separation. In this case, it is possible that manipulation of the wire during the procedure caused damaged to the core resulting in the core separation; however, this could not be confirmed. The reported patient effects and the reported treatment, appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a non-abbott guide wire was advanced to the coronary sinus; however, it was noted that it did not provide enough support and was removed. A 014 hi-torque balance middleweight hydro (bmw) guide wire was advanced through the lead and the lead was extracted back. An unspecified extended hook catheter was inserted over the bmw. The guide wire was pulled back into the extended hook catheter and that's where the wire was noted to be separated. Fluoroscopy revealed part of the wire perforated the lungs and part of the separated portion was in the right atrium. Patient was transferred to another hospital and the separated portion that perforated the lungs was successfully removed on (B)(6) 2021. Patient is doing well. No additional information was provided.